Event description:
On (B)(6) 2011 customer reported that a waste leak was occurring from the drain line underneath the dxc 600 pro instrument. Customer stated that the connector on the drain line underneath the analyzer may have come loose. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found waste leaking from the back of the instrument at the external drain hose y-fitting. Fse replaced the fitting and primed the instrument over 30 times with no leaking observed. Repair was verified per established procedures.

Manufacturer narrative:
(B)(4).